Event description:
It was reported that during a hemodialysis fistula treatment, the 2 cm peripheral cutting balloon became stuck in and cut the introducer sheath. The lesion was located in the calcified radial vein. The 2 cm peripheral cutting balloon was inflated once to 8 atms. This successfully treated the lesion with a good result. The physician slowly deflated the balloon (as is his standard procedure) with no difficulties. The 2 cm peripheral cutting balloon was withdrawn into the introducer sheath, and cut the surface of the introducer sheath. The physician then withdrew both devices as one unit. The pt had a small hemorragia due to the removal of the sheath with the cutting balloon inside. No further pt complications were reported, and pt status was reported as 'okay'.